Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the installation after evaluation of the right basilic vein by usg, the vein is cannulated at the first attempt, when the guidewire is advanced it shows resistance so decided to remove it, however, the guidewire remains inside without success so we proceed to remove the needle, then we try to remove it and we observe part of the fissured guide decreasing its caliber so it is decided to suspend the procedure and inform internal medicine. Additional information received on (B)(6) 2026: the distal part of the guidewire, flexible tip, was introduced. The PICC catheter guide was not completely removed and presented resistance when introduced; therefore, it was decided to remove it, at which time resistance was again encountered. The needle was then removed, and it was observed that the guide's trajectory decreased in caliber; the procedure was subsequently suspended, and internal medicine was informed. A partial rupture was noted, with a decrease in the caliber of the guidewire, reducing it to a filament. The patient presented pain and inflammation in the following 12 hours until its removal by angiology.